Event description:
It was reported that the smoke evacuator stopped working during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with this event.

Manufacturer narrative:
The manufacturer field service technician found that the smoke motor was not working. The technician replaced the smoke motor assembly and returned the unit to service.